Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a surface air leak in the flexible tube. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter adheres to the insertion flexible tube.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on the connecting tube, water tightness was lost. In addition to the foreign material on the tube, the evaluation findings were as follows: due to a scratch on the grip, water tightness was lost, the adhesive on the bending section cover had a chip, crack and white clouded area, the grip was shaved, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the connecting tube had a scratch, the connecting tube had a scratch and wrinkle, the suction cylinder was shaved, the scope cover plate had peeling, and the protector of the universal cord on the control section side had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer wiped/brushed the insertion section with clean lint free cloths, brushes or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.